Event description:
A user facility reported that a patient on venovenous extracorporeal membrane oxygenation (ECMO) support for acute respiratory distress syndrome (ards) experienced blood loss due to the xlung kit being replaced during treatment. The primary reason for the kit change was due to an excessively loud noise coming from the kit. The first recorded post-oxygenator pao2 on the kit was 249 mmhg. Although pao2 levels did not improve, the loud noise coming from the kit is what prompted the change-out. The loud noise led the staff to believe there was a clot forming in the pump head, but this could not be confirmed. The last recorded post-oxygenator pao2 before the kit was replaced was 242 mmhg. The patient was moved to a competitor¿s device due to ongoing issues with the xenios products. The patient was confirmed to be on a low dose of heparin at the time of the event. Blood loss due to the change-out was approximately 500 ml. There were no reports of any adverse effects due to the blood loss. Upon follow-up it was confirmed there were no issues with the console. The xlung kit was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
D4 plant investigation: the sample was not returned to the manufacturer for evaluation. It is highly unlikely to detect a failure in a retention sample, and therefore a retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. A reason for the pump head noise can be pump head thrombosis. However, the complaint sample was not returned for investigation and a cause for the reported event could not be confirmed.

Event description:
As a precaution, the facility requested the novalung console be evaluated. A fresenius field service technician (fst) went onsite to perform the evaluation. The fst completed the protocol checklist on the device and did not find any problems. It was confirmed there were no issues with the console.

Event description:
As a precaution, the facility requested the novalung console be evaluated. A fresenius field service technician (fst) went onsite to perform the evaluation. The fst completed the protocol checklist on the device and did not find any problems. It was confirmed there were no issues with the console.

Manufacturer narrative:
The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.